Event description:
It was reported that a patient underwent a pelvic floor repair procedure in 2007. On two days later, the patient developed urge incontinence of moderate severity. The patient received four milligrams of tolterodine per day. The surgeon reported that there were no intra-operative complications during the initial procedure; however, there were noticeable arteries visible showing the morphological aspect of an interstitial cystitis. The patient was reported to be well and dry approx one and a half months later.

Manufacturer narrative:
No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.